Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the air-in-line alarms. Eval found the readings on the ultrasonic sensor with a fluid filled tube to be below spec. With low ultrasonic readings it would make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no pt involvement.